Manufacturer narrative:
Patient information was requested but to date has not been provided. Date of event was requested but has not been provided. An approximate month and year were noted as date of event. The patient burn severity, size of burn and treatment information was requested from the hospital. No additional information has been provided to date. Awaiting further information to complete the investigation.

Event description:
A clinical incident involving an atlas controller was reported to arthrocare corporation. Reportedly, the patient sustained a burn wound in the lower leg by a current. The severity, size of burn, patient injury treatment details and patient outcome were not provided.